Manufacturer narrative:
Product event summary: at incoming testing it was noted that the device had a parameter out of tolerance and it was attributed to the atrial heart wire being sticky. It was noted that the device was received in good cosmetic/mechanical condition and that no electrical anomalies were observed. It is documented that the case is cracked along the atrial output connector. Some small parts do need to be replaced.

Event description:
The external pulse generator which was returned for a functional check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.